Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
(B)(4). Device evaluation: product testing could not be performed because the product was not returned. The customer's reported event could not be confirmed. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that no similar complaints were received for this production order number. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient experienced decreased visual acuity in their left eye. A lens exchange was performed due to residual astigmatism post cataract surgery. Reportedly, there was a suture but no vitrectomy or incision enlargement performed. Visual acuity pre-op (pre-initial implant): 20/40-1 (with glasses). Visual acuity post-op (post-initial implant): 20/70; visual acuity post-op (post-replacement):2/40+2. No other information provided.